Event description:
It was reported that the tsb45 was used during open gastric bypass. It was reported by the rep that when the instrument was fired in the gastrectomy portion of the case, the tissue (although thick, due to scarring) milked right out of the jaws. The stapler did not staple or cut at all. There was no consequence to the patient.